Event description:
It was reported that during preparation for a percutaneous coronary interventional (pci) procedure, the guide wire coating was damaged. During device preparation, the customer noticed that the blue coating of the amplatz super stiff guide wire was "uneven and flaking off". The event occurred outside of the patient and the device was not used. The procedure was successfully completed with another of the same device. No patient complications were reported. Patient status is reported as "stable".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.